Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 101) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the programming was corrupt. The cause of the code 101 is corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the corrupt programming.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying code 101 - av messaging incompatible.